Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: data correction to initial medwatch; no device was received for evaluation.

Event description:
During a testing of an electric pen drive, reportedly the device operated intermittently. A spare was used successfully. There was no patient involvement, or medical intervention reported. No additional information was made available. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device was received for evaluation. Date received was unspecified as this time. Additional information has been requested. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.